Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to instability. No possible cause or contributor for instability was reported, and no device allegations were discovered intra-operatively. A cr femoral component, cs insert, and titanium tibial baseplate were revised. The rep reported that no further information will be available.